Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (44 mg/dl), and caused the customer to fall down. Reportedly, low bg's were due to the customer forgetting to eat dinner. Customer drank orange juice to stabilize bg levels.